Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported elevated blood glucose readings in 2007, in the 300's mg/dl with her normal range being 100-150 mg/dl. She stated her symptoms were feeling tired, thirsty and "out of whack" and she treated this by bolusing through her insulin infusion device but her readings remained elevated. She stated she then changed her insulin infusion headset and discovered the cannula was bent. The pt did not keep the infusion headset and did not have the lot number of the product at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.